Event description:
It was reported that, after the pump replacement in (B)(6) 2013, the patient had ¿ongoing issues¿ with the ¿healing/infection¿ of the wound over the pump. The patient was taken to the operating room on the report size with a pea-size opening at the pump incision. The doctor cleaned, irrigated and re-closed with incision. Cultures were taken in the pump pocket. The patient status at the time of the report was indicated to be ¿alive-no injury¿. It was noted that the patient denied any symptoms. The device system contained baclofen. Additional information was requested but was not available at the time of this report.

Event description:
It was later reported that the patient had experienced an infection of the device pocket. The date of onset and diagnosis was 2014-(B)(6). It was noted that perioperative antibiotics had been administered. The patient experienced symptoms of ¿erosion of pump¿, fever and incisional wound opening. The culture taken from the device pocket showed no growth. The patient was given oral antibiotics. The infection resolved.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8596, serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).